Manufacturer narrative:
The insulin pump was received with low battery alarm due to faulty battery tube. Operating currents were not tested due to faulty battery tube. The device was received with bleeding lcd board. The device had minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 526 mg/dl. He also received a low battery alert and went through two packs of batteries in less than a week. The product was returned. Nothing further to report.